Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and loss of consciousness while the continuous glucose monitor (cgm) indicated bg level was 65 mg/dl. Cause of low bg was unknown. Customer was hospitalized and was injected with glucagon to address bg; however, the patient did not regain consciousness. The customer experienced kidney and lung infections; customer received dialysis to address the issue. Customer regained consciousness on (B)(6) 2023. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
On (B)(4). 2023 the distributor reported the following additional information: the customer received low blood glucose alerts on the event date. A new cartridge was loaded onto the pump and the pump functioned as intended.